Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using a 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system the needle failed to retract and broke into pieces. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: MDR investigation level a: DHR review, eura review, no sample. Investigation conclusion: DHR review: the control plan was executed and no issues related to this defect were identified during production. Eura review: this defect has been assessed and is considered acceptable because of its limited severity and low occurrence. No sample was available to analyze. Root cause description: after the investigation, a root cause was not identified.